Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information: used one stapler, said it cut but did not completely stapler. Second one was opened, seemed to staple but not cut at all. The following information was requested, but unavailable: was there any patient consequence as a result of the procedure being prolonged by three hours? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, reoperation, etc.)? If yes, please explain.

Event description:
It was reported that during a laparoscopic sigmoid colectomy the device fired but had misformed staples with a leak. They resected the bowel again and used a second device, but it wouldn't fire. They resected again and used a third device to complete the case with no patient consequences. The case was delayed by three hours.

Manufacturer narrative:
(B)(4). Date sent: 03/20/2020. D4: batch # t5el7r. Device analysis: the analysis results found that the cdh29p device arrived with the anvil missing. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.